Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the blue sleeve was found cracked during surgery. The implant could not be assembled correctly with the instrument. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed the blue plastic sleeve was fractured into 3 pieces. The device exhibited wear & tear that indicated use during a potential field age of approximately 3 years 6 months. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.